Event description:
Customer had symptoms of hypoglycemia. They was experiencing dizziness, disorientation and difficulty in walking and reading. A freestyle reading of 223mg/dl was received and a while later another reading was taken with a result of 62mg/dl. Reported reading of 223mg/dl is not consistent with symptoms experienced by customer. Customer took two glucose tablets and bedtime snack.